Manufacturer narrative:
Eval could not be performed. Device not returned to howmedica rutherford.

Event description:
The pt had pain since the knee was implanted. During revision, the tibial baseplate was found to be loose. Baseplate and insert were removed. The insert had "pitting both laterally and medially. Baseplate beaded surface showed no bone ingrowth. The femoral and patellar components were in good condition and were left implanted.